Event description:
It was reported by service report that the foot side rail was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the footend left siderail assembly had to be replaced.